Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the video cable is broken resulting in the image being purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the laparoscope, gynecologic image flickers in different colors during inspection for usage for an unspecified procedure. During the evaluation of the device, the service center assessed the condition and determined that the cause was due to a defective cable. There was no patient involvement.